Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A track wise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Sn (B)(4) 8100 failing patient side occlusion. Biomed changed the pressure sensor and bezel assembly. Unit still failing. Had biomed check the preload voltages downstream 1.9v and upstream 2.4v. Voltages to far apart to calibrate and pass patient side occlusion. Recommend to replace logic board. Biomed seemed upset because pressure calibration would pass but unit still failed patient side occlusion. Biomed was also using a inline pressure monitor. I let her know that the setup I can not approve of the reading due since we follow the setup in the asm manual.